Manufacturer narrative:
Visual examination of the returned rod at the macroscopic level confirmed rod breakage which resulted in two rod segments. Scanning electron microscopy analysis found the fractured surfaces exhibited smooth and grainy/rough regions which are indicative of fatigue failure. The existence of two surface morphologies implies that the fracture first propagated and then full failure/breakage (rough region) took place, presumably when the strength of the remaining region did not have the strength to bear the load. No material defects or other abnormalities were observed in this analysis. Review of the device history record found issues were identified during the manufacturing and release of this product that could be attributed to the problem reported by the customer. The product was released accomplishing all quality requirements. A review of the complaint trend analysis found no observed complaint trends for issues of this nature. No definitive conclusions can be made as to the cause of rod breakage. It was reported that the patient fell, causing a load onto the construct, which caused the rod to break. However, that cannot be positively determined. In the absence of an identified device manufacturing/release issue or an observed trend, this complaint will be closed with no further action required.

Event description:
It was reported that after the initial surgery, the patient fell and created a load onto the construct causing two rods to break. See mfg medwatch report no. 1526359-2013-17389 for the second rod that was involved in this event.

Manufacturer narrative:
A follow up report will be filed upon completion of the evaluation.